Event description:
Information received indicates the wheels and casters are locking, un-locking and rolling good, but the casters were turning a little when the brake was engaged.

Manufacturer narrative:
The technician found the casters were worn and the rubber on the tires was cracked. The technician replaced the casters to repair the bed.